Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the distal left anterior descending artery (lad). Pre-dilatation was performed with a 2.5 x 15 mm trek balloon, two inflations at 10 and 12 atmospheres (atm). The 3.0 x 18 mm delivery system was successfully advanced to the target lesion without resistance and the implant was deployed at 8 atm, one inflation for 30 seconds. Prior to removing the delivery system, the balloon was confirmed to be fully deflated. During removal of the delivery system, some resistance was felt between the balloon and the implant and under fluoroscopy it was noticed that the implant was retrieved together with the delivery system. The implant was apposed to the vessel wall at 10 atm, proximal to the target lesion. No additional treatment was done on the target lesion. The patient is reported to be fine. There was no clinically significant delay in procedure. No additional information was provided.